Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported the insulin cartridge was found leaking. On (B)(6), 2011, the pt obtained an elevated blood glucose reading of 471 mg/dl. At that time, the pt experienced no symptoms of high or low blood glucose levels. And did not seek any medical attention or treatment. The pt corrected her blood glucose levels using a syringe and replaced the insulin cartridge.